Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic polypectomy procedure, although electricity was being applied to cut it, the polyp was cut before the electricity was applied. It seems that it was cut at the moment it was grasped and opened. The procedure was completed by replacing with the same device. There was no report of patient harm.